Manufacturer narrative:
Correction: medwatch being redacted as event was reported in manufacturer report # 3004209178-2008-01829. Previously stated not reda cted due to "patient immunocompromised," but information was previously reported in # 3004209178-2008-01829. Therefore, duplicate medwatch and submitted in error.

Manufacturer narrative:
Concomitant: product ID 4351, product type lead. Product ID 4351, (B)(4).

Event description:
It was reported that the patient ¿returned to the office¿ and found that the stimulator ¿had eroded through the skin. The plastic portion of the device was visible.¿ it was noted that there was ¿a small amount of pus.¿ the stimulator was reportedly removed, and the leads were capped for anticipated replacement of the generator when the infection resolved and the wound healed. The patient was ¿immunocompromised.¿ date of events is unclear: see related manufacturing report # 3007566237-2014-01911. Additional information was requested but not yet received at the time of the report.

Manufacturer narrative:
Correction: same event reported in manufacturer report # 3004209178-2008-01829. Files being merged. However, report is not being redacted as patient "immunocompromised" was not previously reported in report # 3004209178-2008-01829. Any additional information received will be updated in supplemental reports of 3004209178-2008-01829.